Event description:
A pt service representative (psr) contacted zoll customer support to report that a (B)(6)male patient's electrode belt would not baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon receipt, the electrode belt was unable to baseline. Upon investigation, pins 1, 8, and 15 of u700, a serial input digital to analog converter, were found to be out of tolerance on the distribution node (dn) pca. The cause of the inability to baseline is likely due to the out of tolerance u700, however, this was unable to be confirmed as a pad on the dn pca was lifted during u700 replacement, requiring the entire dn pca to be replaced. The root cause of the suspected defective u700 was unable to be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.